Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, when the first 45-2.5mm reload was being applied to the blood vessel, the handle of the device could not be squeezed and the device did not fire. After changing the reload to another 45-2.5mm reload, the firing was successful. While treating the interstitial tissue, a 60mm reload was used but the same problem as the first reload was encountered. A new reload was used to resolve the issue and complete the case. There was no injury.

Manufacturer narrative:
Additional information: b5, d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted there were no abnormalities that would have caused or contributed to the reported condition. The loading unit was loaded into a pmv representative instrument for functional testing. The loading unit was cycled without hesitation or binding and was applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, when the first 45-2.5mm reload was being applied to the blood vessel, the surgeon was able to press the green button and squeeze the handle but the device did not fire. After changing the reload to another 45-2.5mm reload, the firing was successful. While treating the interstitial tissue, a 60mm reload was used but the same problem as the first reload was encountered. A new reload was used to resolve the issue and complete the case. There was no injury.